Manufacturer narrative:
Additional info will be available upon completion of the investigation.

Event description:
A small piece of a 5.0mm 8 flute egg bur that was used in a surgery this morning broke off and entered the pt. The piece was recovered, and the pt received no injury. The surgery was completed successfully with another bur.